Event description:
It was reported that "a pin hole leak in the cuff of a 10dfen was observed". There was no reported injury and/or change in therapy. It was also reported there was no direct pt involvement. The device was returned and submitted to the lab for decontamination and analysis.